Manufacturer narrative:
Findings: after battery installation unit started the count and stop at number 7 followed by blank display due to open lcd driver on lcd board. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify due to blank display. Unit had minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 162 mg/dl at the time of the call. The customer stated that they had experienced high blood glucose levels in the past but treated the blood glucose with a bolus. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.